Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available. A replacement meter has been sent to customer.

Event description:
Customer reported that his precision qid blood glucose meter would not turn on and he reports (2) medical events that happened at night where he experienced hyperglycemic symptoms and was seen at health care facilities. He reports on one occasion he experienced "sweating and (was) in extreme pain" and he states he "had a heart attack because his blood glucose was too high". On this occasion a friend transported him to a local hospital where he was diagnosed with hyperglycemia and treated with insulin, pain killers, advil and food. There is no further info regarding his reported heart attack. There was no report of death or permanent impairment associated with this case.